Event description:
It was reported, it was a decrease in pain relief. It was reported, it was probably a leaking catheter. It was stated, the catheter was replaced. The etiology was noted as the entire catheter and was related to the device or therapy, but not related to the implant procedure. It was reported the patient resolved without sequelae on 2014 (B)(6). The symptoms were noted as moderate severity. The pump was used to deliver baclofen, clonidine and bupivacaine.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).